Event description:
It was reported that during a paroxysmal a-fib procedure, a map shift (4-5 mm) on the carto 3 system was noticed. The reporter stated that the ablation catheter and lasso were not aligned. The fluoro clearly showed the nav thermocool tip touching a specific electrode on the nav lasso but they were a distance apart on the carto system. By re-setting visualization function fixed the discrepancy. The procedure was completed with no patient consequences.

Manufacturer narrative:
(B)(4). It was reported that there was a map shift on this carto 3. Caller was transferred to css. The caller stated that the ablation catheter and lasso are not aligned until the reset visualization function was used and the lasso was not shaped properly. The field engineer arrived on site and magnetic system tests were performed on the system and it passed. In addition, the recommended sid values were re-measured. It was informed to the lab staff that the fluoroscope (ge innova 2100 iq) should only be utilized in ap or rao/lao at the following table heights. Moving between ap and rao/lao causes magnetic distortion with this fluoroscope. No problem was found with the system. In addition, the history of customer complaints associated with this specific system was reviewed as well and there was not any additional complaint related to the reported issue. The system was found operational. The DHR associated with carto 3 #13073 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).